Event description:
It was reported patient had sternalock plates and screws implanted. The patient had a coughing spell, the bone pulled away laterraly from the plate, a revision surgery was perfomred to remove the plates.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.